Event description:
It has been reported to philips that the device gave an error indicating geometry movements were partially available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that when the system powered up and it was showing warning message. Upon troubleshooting, fse found that the power supply of the geo pc was defective as the motorized movement were not possible. To resolve this issue, fse replaced the geo pc and reloaded the software. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.